Event description:
Console stopped pumping on the left side during use. The blood pump was switched to the right side and there was no impact to the pt. The console was examined and it appears that the solenoid valve malfunctioned.